Event description:
It was reported that several cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer was interested in obtaining a loaner pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.